Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. During support the controller shutdown. It was reported that the customer had another aic to utilize, and the procedure was successful with no reported harm to the patient. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported issue has been completed. The device was returned for evaluation. The cause of the aic issue was likely a defective kbd/display making the user force a shutdown. This report is being filed as part of a retrospective review of historical records.